Event description:
Pt underwent colon rectal surgery when the scissors fractured at the pivot screw. The distal lip of scissors blade and screw fell into pt's wound. Pt rec'd add'l anesthesia time while search took place for broken screw. Blade and screw were retrieved.